Event description:
Boston scientific received information that the device and right ventricular (rv) lead were explanted as a result of pacing impedance measurements greater than 2,000 ohms. The local area sales representative suspected a possible header issue. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.